Event description:
It was reported the pt was experiencing shocking sensations. It was also reported the pt had a disorder which produced a convulsing issue. The pt reported the shocking started after her last convulsing episode. The pt was advised to turn the system off until reprogramming could be attempted. The sjm rep met with the pt and reprogrammed the system; the pt felt overstimulation when she turned her head to the right. It was reported the pt did not want to pursue any intervention, and the issue had been minimized, but not eliminated with reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.